Manufacturer narrative:
Device was thrown away.

Event description:
The manufacturer received information alleging a patient's condition deteriorated while connected to a patient circuit which contained a whisper swivel ii reusable exhalation valve. The patient circuit was being used in conjunction with a non-invasive therapy device. According to the reporter of this event, the caregiver at the facility had changed the patient's tracheostomy tubing and then took the patient outside. While outside, the caregiver observed a deterioration of the patient's condition and an ambulance was called. Paramedics and the patient's father arrived at the facility. It was observed that a piece of the whisper swivel reusable exhalation valve was missing from the patient circuit. This appears to have occurred when the patient circuit was reassembled after tracheostomy care and was reconnected to the patient. The patient was then transported to hospital and later expired.